Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage, flow issues, and leakage. The following information was provided by the initial reporter: the line was sliced by the clamp that site on the alaris channel. The breakage caused saline to flow freely and blood came out from the patient side. The rn addressed it quickly so no harm occurred to the patient.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage, flow issues, and leakage. The following information was provided by the initial reporter: the line was sliced by the clamp that site on the alaris channel. The breakage caused saline to flow freely and blood came out from the patient side. The rn addressed it quickly so no harm occurred to the patient.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Examination of the infusion set indicated the tubing separated from the lower pumping segment fitting of the infusion set. Further examination of the sample showed that there was a lack of solvent residue on the tubing. A device history record review for model 2420-0500 lot number 21073001 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of solvent used to join the infusion set tubing to the lower pumping segment fitting. The investigation reveals that the lack of residual solvent seen on the tubing separated from the assembly indicates that insufficient amount of solvent was applied allowing the separation between these two components easy. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - leak with lot #20173001 regarding item #2420-0500. A complaint history check was performed on item # 2420-0500 with the failure mode of "component damage - leak." This is the 13th instance of component damage - leak reported since (B)(6) 2020.